Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of egm. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that non-sustained rv lead noise was noticed shortly after lead implantation. Initially, electromagnetic interference (emi) was suspected as source of noise but events became more frequent with no correlation to any emi source. Inhibition of rv pacing was also observed on some of the stored episodes. There was also a previous auto mode switching (ams) episode which showed possible noise on ra lead. The noise on rv lead couldn¿t be reproduced through the pacemaker system analyzer (psa) at time of replacement. All set screws were examined and appeared to be properly fixated. There were concerns that the noise could be coming from the device header. Since the source of the noise could not be isolated, the physician decided to replace the rv lead and the device. The svc coil of existing rv lead was capped and left in the pocket. There were no symptoms or negative outcomes related to the patient.